Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was treated using venaseal as per IFU. Catheter tip was 5cm caudal to the sapheno femoral junction (sfj) prior to delivery of adhesive. Procedure was completed without any issue. Great saphenous vein (gsv) was compressed. 12 segments of the gsv were treated and the vein was reported to have closed. Approximately 10 days post procedure the patient presented with hypersensitivity. Patient was treated with nsaid¿s. Issue has been reported to have resolved.